Manufacturer narrative:
The returned valve was patent. It met the requirements for reflux, siphon, pre-implantation, and leak testing. However, the valve did not meet the requirements for pressure-flow testing. There was proteinaceous debris observed within the interior and exterior of the valve. Debris within the valve may hold pressure-flow controlling mechanisms open affecting the flow of fluid through the valve. The instructions for use that accompany the device caution that ¿shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization, or other debris.¿ a review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of the manufacture. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to medtronic neurosurgery that the device was not working properly. According to the report, the physician said there was no flow when they did a flow test, but there was flow when they pressed on it and noticed flow endoscopically. Reportedly, the device was explanted.

Manufacturer narrative:
The returned valve was patent. It met the requirements for reflux, siphon, pre-implantation, and leak testing. However, the valve did not meet the requirements for pressure-flow testing. There was proteinaceous debris observed within the interior and exterior of the valve. Debris within the valve may hold pressure-flow controlling mechanisms open affecting the flow of fluid through the valve. The instructions for use that accompany the device caution that ¿shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization, or other debris.¿ a review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of the manufacture. If information is provided in the future, a supplemental report will be issued.